Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Other text : na.

Event description:
One month post-implant, high threshold and decrease in sensing were observed. The lead was explanted when repositioning the lead was unsuccessful.